Manufacturer narrative:
A partial lead with the pin measuring 11.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported the patient presented remotely, review of transmission revealed an episode of non-sustained ventricular tachycardia (nsvt). It was noted that the right ventricular (rv) lead was over-sensing noise. The physician opted to cap and replace the lead on (B)(6) 2021. The patient was discharged.